Event description:
It was reported that it was difficult to pass guidewire through pleural catheter leading to guidewire bending and catheter could not go inside thorax..

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No defects were found during the visual inspection of the subassembly. The guidewire shows a small kink at approx. 34mm from the stiff end. There are no issues with the functionality, but the guidewire is not straight anymore due to the kink. The returned guidewire was inserted from the tip into the catheter without any issues. Difficulties were noticed while trying to pass the guidewire through the valve which is related to the kink. The reported complaint is no confirmed. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.